Event description:
The reporter stated that the physician prepared to take a sample from the acudrain. He flushed the site before he took the sample. Later the needleless sample port closest to the patient began to leak. In a follow-up telephone call made by integra, the nurse stated that she went into the patient's room soon after the sample was taken an noticed sero-sanguinous colored fluid on the pillow, the pillow was changed. About one hour later she saw that the patient's gown was soaked with the same colored fluid. The fluid appeared to come from the blue port of the device which was dripping and wet. The resident affirmed that he did not use a needle to flush the device or to obtain the sample. There was no visible defect in the device. The patient's medical condition was not adversely affected.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.